Event description:
It was reported that during a procedure to electively replace the ipg an issue occurred when trying to connect the b26 adapters wherein the physician suspected the adapters to be defective as they would not advance far enough to make the connection to the previously implanted leads. The physician was able to complete the procedure successfully with a replacement adapter. The patient was noted to be stable following the procedure.

Manufacturer narrative:
Device technical analysis: the returned b26 adaptor db-9418-15 serial number (B)(6) was analyzed, passed all test performed, and exhibited normal device characteristics. The returned b26 adaptor db-9418-15 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. With all available information boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: (B)(4), model: db-9418-15, serial: (B)(4), batch: p32557006.

Event description:
It was reported that during a procedure to electively replace the ipg an issue occurred when trying to connect the b26 adapters wherein the physician suspected the adapters to be defective as they would not advance far enough to make the connection to the previously implanted leads. The physician was able to complete the procedure successfully with a replacement adapter. The patient was noted to be stable following the procedure.